Manufacturer narrative:
Maquet sas became aware of an incident with surgical light powerled 500 device. As stated in the complaint, when the operator wanted to adjust the light head with the handle, a spring and a ball fell out of the holder of the sterile handle during a surgery. It was also stated that the patient already had his bandage at that time and was covered again with or blanket. There was no need to change the bandages and no injury was reported. During the investigation it was found that there is an apparent trend with the issue at hand, however the reported malfunction has never lead to serious injury or worse, to death and the risk related to this hazardous situation is relatively low. The involved handle is used to maneuver the surgical light to correctly set the light¿s illumination over the surgical area. It was established that when the issue occurred, the device did not meet its specification and it contributed to the complaint. In the time when the issue was noticed the device was being used for patient treatment. The fixation handle is a part that is easily removable and must be sterilized in a sterilizer after each surgical procedure. The locking mechanism is composed by a steel axis, a spring and a circlip. It was reported that a part of the locking mechanism on the handle (circlip) was broken. The breakage appears to have been caused by an oxidation of the circlip. The manufacturer performed internal tests to attempt to reproduce the conditions leading to oxidation of the circlip, however it was not possible to reproduce. Our in-house experts estimate that oxidation is to be most reasonable to be considered as the potential root cause of the failure.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
(B)(4). The issue will be investigated by manufacturing site. A follow-up medwatch will be submitted when new information becomes available.

Event description:
On 23rd of november, 2017 maquet (B)(4) became aware of an incident with one of surgical lights- powerled 500. As it was stated, when the operator wanted to adjust the light-head with the handle, a spring and a ball fell out of the handle during a surgery. There was no injury reported however we decided to report this issue in abundance of caution. (B)(4).